Event description:
In 2008, the sales rep. Reported that during surgery, the surgeon was distracting the disc space when the handle stripped. Additional info received on 11/19/2008, via telephone the sales rep. Reported that during surgery, the surgeon was using the comfort t handle and it would just turn on the handle. This happened with both of the comfort t-handles from the standard surgical kit. The sales rep. Flashed two t-handle that were from another kit. The third t-handle that the surgeon used was cracked on the corner. The surgeon was able to finish the case with the fourth t-handle. There was a surgical delay of about 10 minutes.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Evaluation is pending upon the return of the product.